Manufacturer narrative:
(B)(6) stated he was being transferred through a doorway by a single assistant when the event occurred. Invacare user manual pn 1024492 for model 9805, sn unknown states on page 10 "the invacare patient lift is not a transport device. It is intended to transfer an individual from one resting surface to another (such as a bed to a wheelchair). Moving a person suspended in a sling over any distance is not recommended. Invacare clearly defines lifts for moving from a bed to a wheelchair; wheelchair to a commode, bed to commode and wheelchair to a car. Moving the device through a doorway is not recommended by invacare. In addition on page 10 invacare recommends that two assistants be used for all lifting preparation, transferring from and transferring to procedures, the equipment will permit proper operation by one assistant. The use of one assistant is based on the evaluation of the healthcare professional for each individual case. With that stated, proper training is clarified on page 10, " do not attempt any transfer without approval of the patient's physician, nurse or medical assistant. Thoroughly read the instructions in this owner's manual, observe a trained team of experts perform the lifting procedures and then perform the entire lift procedure several times with proper supervision and a capable individual acting as a patient." It is unknown if the assistant was properly trained and practiced per labeling requirements.

Event description:
The caregiver was taking the consumer outside in his lift when the left rear caster allegedly bent while going out the door, causing him to drop and swing in the sling. He allegedly hit the back of his head on the mast of the lift. The consumer allegedly went to the hospital with head and neck pain. No serious injury is alleged.